Manufacturer narrative:
(B)(4).

Event description:
It was reported that during paroxysmal atrial fibrillation, the customer experienced 60hz cycle noise on 1-2 and 2-3 lasso catheter electrodes on both the carto 3 system and the recording system. The lasso catheter was replaced five (5) times without resolution. The case was completed with present of noise without any patient consequence. This complaint is not reportable malfunction. Biosense webster lab received four (4) lasso catheters. Upon visual inspection of the returned complaint catheters, on may 21, 2015 bwi failure analysis lab noted damage on one of the catheter. It was noticed that ring # 6 is squashed down with spine cover cut open in two places with no sign reddish brown material inside the area. Internal parts exposed, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted. Upon following up with the customer, bwi received additional information that stated this condition was not noticed prior sending the catheter back and the customer did not have any difficulty to maneuver catheter.

Manufacturer narrative:
(B)(4) it was reported that during paroxysmal atrial fibrillation, the customer experienced 60hz cycle noise on 1-2 and 2-3 lasso catheter electrodes on both the carto 3 system and the recording system. The lasso catheter was replaced five (5) times without resolution. Biosense webster lab received four (4) lasso catheters. Catheter # 1: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Catheter # 2: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Catheter # 3: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Catheter # 4: the returned device was visually inspected upon receipt and it was found ring # 6 is squashed down with spine cover cut open in two places with no sign reddish brown material inside the area. Internal parts exposed. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There were no scrap, no rework pieces and no ncrs were generated during manufacturing. The customer complaint cannot be confirmed.